Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a leak was found in the oxygenator. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 19, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected and damage was noted to the following ports; gas in, gas out, water in and blood inlet. This damage most likely occurred on the shipment back to terumo for investigation as the return packaging was severely damaged and no protective shell was returned with the oxygenator/reservoir assembly. The oxygenator was primed with water. Pressure was then introduced through the blood inlet side of the oxygenator. No leaks were noted. Additionally, water was flowed through the water in and water out ports with no noted leaks. A retention sample of the product code and lot number combination was retrieved. Visual inspection of the retention sample concluded with no noted visual anomalies. The oxygenator was primed and tested in a similar manner as the complaint sample. No leaks were noted. As a leak was not confirmed, a definitive root cause was unable to be determined. Based on the appearance of the water in and blood inlet ports, as noted above, a leak may have occurred if the connection to either of these ports was not secure. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the ports on the oxygenator. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.